Manufacturer narrative:
This event was reported by the patient and is now being handled as a legal complaint. Due to the ongoing litigation, no additional information is available at this time and devices were not returned to the manufacturer. If additional information is received it will be reported on a supplemental report.

Event description:
Patient contacted stryker and stated that they had a right total knee surgery done in 2014. The patient stated they had a revision surgery of their right knee on (B)(6) 2015 due to infection. Patient stated they are still experiencing pain and the patient has allegedly not been able to walk or work as a result of this. This pi is for the revision surgery.

Manufacturer narrative:
Corrected data: date of implant. Additional information: weight, weight units; product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-502; lot# jwbza; tri ts baseplate size 5; cat# 5521-b-500; lot# ivgo; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# pxa5; simplex p full dose 1 pack; cat# 6191-1-001; lot# rhu128; simplex p full dose 1 pack; cat# 6191-1-001; lot# rhu128. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding an alleged infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the primary and revision operative reports and x-ray printouts by the consulting clinician indicated "there are no bacteriology reports, no primary operative report, no examination of the explanted poly insert, and no follow-up subsequent to (B)(6) of 2015 admission for the I&d and poly exchange. There is no confirmation of the disability mentioned in the event description. There is no evidence this alleged periprosthetic infection was related to factors related to component design, manufacturing or materials." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced and sterile lot. Conclusions: the reported event could not be confirmed nor the root cause determined on the basis of the review of the primary and revision operative reports and x-ray printouts by the consulting clinician indicating "there are no bacteriology reports, no primary operative report, no examination of the explanted poly insert, and no follow-up subsequent to (B)(6) of 2015 admission for the I&d and poly exchange. There is no confirmation of the disability mentioned in the event description. There is no evidence this alleged periprosthetic infection was related to factors related to component design, manufacturing or materials." A trend analysis was conducted for the reported failure mode and concluded that infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient contacted stryker and stated that they had a right total knee surgery done in 2014. The patient stated they had a revision surgery of their right knee on (B)(6) 2015 due to infection. Patient stated they are still experiencing pain and the patient has allegedly not been able to walk or work as a result of this. This pi is for the revision surgery.